Manufacturer narrative:
The device was received not deployed with the adhesive pad fully attached to the bottom housing. Inspection of the download data found that the pod was deactivated by the user at the end of the first priming sequence, prior to when the needle mechanism is expected to deploy. The investigation found that the soft cannula could not have dislodged from the infusion site as reported, as the soft cannula had not deployed. Inspection of the adhesive pad and adhesive welds found no issues that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod fell off and the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn less than an hour on the arm. It was noted that the pod fell off and the cannula dislodged from the site. Hyperglycemia treated with a new pod.